Manufacturer narrative:
The complainant indicated that the device was retained and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of six devices used during the same procedure. Manufacturer reports 3005099803-2009-05545, 3005099803-2009-05546, 3005099803-2009-05547, 3005099803-2009-05548, and 3005099803-2009-05550 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen needle electrode and four polyhesive patient return electrodes were used during a rfa (radiofrequency ablation) procedure performed in 2009 (female patient). The ablation procedure was successful. However, after removing the grounding pads, burns were identified under two of the four pads. Both a 2nd and 3rd degree burn were present. The burns were treated with protection cream (biafine) and betadine, and bandages. The patient was hospitalized until the following month, for treatment of the burns. The patient's current condition was reported as fine.